Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual increase in pacing impedances. At this time the value is high, out of range and a lead safety switch was triggered. The field representative had patient perform isometrics and pocket manipulation and could not produce any noise. There does not appear to be any evidence of lead fracture, so they were going to proceed with a programmed magnetic resonance imaging scan. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.